Event description:
The customer reported the ventilator alarmed and went vent inop. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. Review of the device diagnostic log noted a restart of the ventilator followed by a vent inop occurrence upon power on self test. The manufacturers field service engineer replaced the power supply to address the finding. Final run-in is being performed and completion of service is pending.